Event description:
The patient reported that she occasionally experiences hypoglycemia while on the v-go. The patient clarified that she developed pancreatitis prior to starting v-go and with this condition, she sometimes cannot eat which causes hypoglycemia while wearing the v-go. The patient stated that these hypoglycemic events have been going on for the last four months and her worst event of hypoglycemia while wearing the v-go happened about a year ago with a bg of 28. The patient stated that she went to the ER during this event.